Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump vibrator failed during self test due to connector not plugged in properly. The insulin pump was received with intermittent button response due to moisture damage to keypad traces. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratches to lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump stopped during set change, no delivery and it did not make any noise at the time of the alert and buttons unresponsive. Customer's blood glucose was 33 mmol/l. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.